Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during therapy. The customer's blood glucose was unknown at the time of the incident. The customer reported that they were getting a no delivery alarm using a quickset and it happened numerous times within the last 3 months. The customer was trying to get bolus for dinner when he got the no delivery alarm. The customer reported that about 5 minutes ago got no delivery alarm after troubleshooting for no delivery during bolus and after changing infusion set and changing site from belly to right arm. The customer states they have tried all remedies. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, scratched keypad overlay, stained address/serial number label and stained end cap sticker.